Manufacturer narrative:
Analysis confirmed the reported event; there was a big deviation between the stylus and the error on the screen due to overlay misalignment. It was noted calibration of the screen would not solve the problem. Analysis also found the cable of the stylus was damaged. There was a deep cut in the cable and the overall shielding was visible. The stylus was working correctly. Errors were found in the programmer software updates. It was also noted the paper tray was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen detection became weak on a daily basis. The screen did not sense the stylus pen. Different pens were tried but the result was the same. The programmer was returned for service. There was no patient involvement.